Manufacturer narrative:
Three opened and or used enlite sensor were inspected and tested, all sensor passed per specification with accurate readings. Needle complaint was not confirmed as customer did not return insertion needle. Cannula was bent on the sensor but unable to confirm if customer received it in said conditions and sensors were opened and used.

Event description:
Customer reported issues with her sensors. Customer's blood glucose is 32 mg/dl. She declined troubleshooting for low blood glucose. Customer stated she works at ups and sometimes packages will hit the sensor. She will get lost sensor alarms, and when she checks the sensor has fallen out and there is blood at the site. Customer follows proper sensor insertion methods. When the sensor came out, it was bent. Replacement sensors were sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.